Event description:
It was reported that during a da vinci-assisted surgical procedure, a c-30 error occurred on the integrated electrosurgical unit (iesu) or erbe. Tse instructed the customer to power cycle the erbe, but this did not resolve the issue. The customer did not have access to a force triad for further testing. The customer brought in a vision side cart (vsc) from another system to complete the case. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was a hysterectomy surgery with dr. Stripling, and the procedure start time was 8:16am cst.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-30. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis with the reported problem was confirmed using system logs which recorded recurring errors c-30, m-11, m-18, c-38, and c-06 on 03/31/2026. During testing, the erbe unit displayed error code c-34 on start and erbe log showed c-00 and m-11. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. However, the probable root cause of the energy activation issue and subsequent errors may be attributed to faulty communication between the instruments and the generator leading to interruption in energy activation. This error can be resolved through troubleshooting or replacement of the generator.